Manufacturer narrative:
(B)(6).

Event description:
Implantable neurostimulator interrogation revealed impedances greater than 3600 ohms on one lead. All 8 electrode combination were tested and all of them had out of range impedances. The patient was fairly active and already need a lead revision (specific association not clarified). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.